Event description:
Pt's basal rate was increased from 1mg/hr to 1.7mg/hr. When the home health nurse reprogrammed the pump, the actual infusion rate was set to deliver approximately 3mg/hr. The incorrect infusion rate was maintained x3 hours. Pt was sent to ER for evaluation and given narcan to revise the side effects of nausea and vomiting that the pt was experiencing. Pt was released in approximately 12 hrs.